Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced a high blood glucose level of 400 mg/dl. Customer reported that she thrice changed her infusion set. Customer reported that she also changed the insertion site of the infusion set. Customer also reported that she changed her sensor twice, after which her blood glucose level stabilized. Customer reported also changing the reservoir. Customer reported that high blood glucose level persisted after changing her infusion set. Customer declined troubleshooting for the elevated blood glucose level. No product is expected to be returned.